Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device was returned and analysis was completed.

Event description:
It was reported that this patient presented to the emergency room, as they experienced syncope. While in the ER, there was a documented asystole of 12 seconds on the monitor. A device check revealed that there were no stored noise oversensing episodes. Technical services had the field representative perform isometrics and pocket manipulation and the field representative was not able to produce any noise. The right ventricular (rv) lead output was set to 2.0 volts (v), when the threshold was 1.4 v. As the output setting does not provide a safety margin of two times the threshold, technical services suggested to increase the output to about 2.8 or 3 v. It was also noted that the pace impedances of the rv lead from another manufacturer, were jumpy. Though trends showed they jumped no higher than 700 ohms. While reprogramming took place to mitigate the issue, the lead and device were ultimately removed and replaced, as it was hard to determine whether the issue was with the lead or device. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.